Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported death could not be conclusively determined.

Event description:
Related manufacturer reference 3005188751-2016-00015. During an atrial flutter ablation procedure, the patient experienced a coronary arteriospasm and later expired. While mapping atrial tachycardia near the right atrial and superior vena cava junction, the patient became bradycardic and hypotensive, and developed st elevation. The patient's condition continued to deteriorate, requiring CPR, and a cardiac catheterization was performed, which revealed right coronary artery disease. The intrinsic rhythm was restored, a temporary pacing wire was placed, and the patient was transferred to the ICU in stable condition. The patient expired the next day. Further information regarding the cause of death was requested but was not available. There were no performance issues with any sjm device.